Event description:
It was reported that the nurse call from 21nov2024 and stated that they were getting alarm 46 (the control panel is not communicating with the system) in an arctic sun device. Asked nurse that the power device off and back on again, continue current patient, empty pads if prompted, and resume therapy. If the alarm returns send device to biomed. If alarm did not return it was okay to resume therapy. Nurse has device alerting low flow. They just switched to this device as last device was alerting 47 (control panel communication). Patient temperature (pt) was 33.5c, water temperature (wt) was 24.1c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.7l/m, mixing pump command (mpc) was 0, heater command (hc) was 22%, inlet pressure (ip) was -7, system hours were 3316 and pump hours were 3221. Rn stated that they have already disconnected and reconnected the pads and the flow rate (fr) was briefly went up but settled at 0.7l/m. Had rn confirm there were no bends and kinks in the line. They stated that they were a little tangled. After rearranging the lines, flow rate (fr) was settled at 1 l/m. Discussed how the flow rate (fr) affects the heater capacity. Suggested to call back with any other questions/alarms. Tech support call with biomed, stated that the device gave alarm 74 (non-recoverable system error). Control panel communication issue and would check the connectors and requested a quote for an assessment of the device.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Baw7667064, rev:0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse call from 21nov2024 and stated that they were getting alarm 46 (the control panel is not communicating with the system) in an arctic sun device. Asked nurse that the power device off and back on again, continue current patient, empty pads if prompted, and resume therapy. If the alarm returns send device to biomed. If alarm did not return it was okay to resume therapy. Nurse has device alerting low flow. They just switched to this device as last device was alerting 47 (control panel communication). Patient temperature (pt) was 33.5c, water temperature (wt) was 24.1c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.7l/m, mixing pump command (mpc) was 0, heater command (hc) was 22%, inlet pressure (ip) was -7, system hours were 3316 and pump hours were 3221. Rn stated that they have already disconnected and reconnected the pads and the flow rate (fr) was briefly went up but settled at 0.7l/m. Had rn confirm there were no bends and kinks in the line. They stated that they were a little tangled. After rearranging the lines, flow rate (fr) was settled at 1 l/m. Discussed how the flow rate (fr) affects the heater capacity. Suggested to call back with any other questions/alarms. Tech support call with biomed, stated that the device gave alarm 74 (non-recoverable system error). Control panel communication issue and would check the connectors and requested a quote for an assessment of the device.